Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, device showed pacemaker mediated tachycardia episode due to undersensing intermittent sensing issue. Programming changes were recommended. No other abnormal activity was reported. Patient was scheduled for an in office visit and programming changes will be discussed. Device and patient will be monitored until programming changes can be made. Patient was stable.

Event description:
New information received on (B)(6) 2019 states that the recommended programming changes were made. Patient was to be seen in clinic on (B)(6) 2019 to see if changes were successful. Patient is currently not being monitored remotely. No further information is available.

Event description:
New information received on february 19th, 2019 states that patient was seen in clinic on (B)(6) 2019 and no undersensing of premature ventricular contraction was observed and pacemaker mediated tachycardia was unable to be reproduced. Recommend programming changes were made. Patient was stable.